Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, full height drawer failed to open. The drawer could be opened by manual release but was not opening during dispensing. A clicking noise was heard, but the drawer would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 09-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 did not consistently open when prompted by the system. A clicking noise was heard, which was likely caused by the solenoid firing. The field service engineer (fse) found that the station had missing ball bearings on the left rails bearing cage and a faulty hard stop that was not properly securing the latch sensor. The fse resolved the issue by replacing the rail and the hard stop on the drawer. The system functioned as intended after the field service engineer repaired the device.